Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on 15june2021, the patient presented with mixed mitral regurgitation (mr). Two mitraclips were successfully implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2021, severe mr was noted on the follow-up imaging. Per physician, the event was not serious, and the patients¿ symptoms had improved. On (B)(6) 2021, mitral valve stenosis was diagnosed. There was no additional treatment, no medical intervention, and no hospitalization due to the events. There remained no malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mr and mitral stenosis. Mr and mitral stenosis are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.